Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis: device photographs for the device related to the reported event of rupture were reviewed on dec 16, 2020. Visual analysis of the photographs identified: red particle material on the shell, opening, white encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a right side rupture. Device has been explanted.